Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6; medical device problem code. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to loosened negative battery lug nut wires. The battery lug assembly was retightened to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.